Event description:
Md called stating he wanted to know what to do for a employee who rec'd a cidex plus solution splash to eye, which eye was not identified. When asked dr stated that the eye has been rinsed for 15 minutes. (Called 15 minutes after event). Advised to have pt be seen by ophthamologist. Stated he thought person was wearing protective eye wear at time of occurrence.